Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot#: (B)(6), UDI#: (B)(4). H6: codes of imdrf annex g: g02005 is applicable for product ID: nim4cpb1, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the nim system had artifact. There was no patient impact.

Event description:
Additional information received stated that, despite multiple troubleshooting steps, the issue was not resolved. The nerve monitor was turned on and off, the console connecting the leads was repositioned to see if there was any impact from positioning, and new facial nerve leads were swapped. However, none of these actions resolved the issue. The nerve monitor continued to fire even when nowhere near the nerve and randomly during the procedure, even when no surgery was performed. The system appeared overly sensitive and kept firing randomly, making it not useful for identifying the facial nerve. The back-up system functioned normally.

Manufacturer narrative:
H3: product analysis did not find any fault. H6: previously applied codes of imdrf annex b: b17, annex c: c20, annex d: d16 are no longer applicable. H3: device analysis for product ID: nim4cpb1, serial/lot #: (B)(6), confirmed the reported issue as several ports on the afe board were loose. H6: codes of imdrf annex c: c07, annex d: d1102 and annex g: g04034 are applicable for product ID: nim4cpb1, serial/lot #: (B)(6). Previously applied additional code of imdrf annex g: g02005 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.